Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. All the components were removed and replaced with a new ipp device. No patient complications were reported in relation to this event. No more information is available at the moment. Additional information received. The ipp was replaced due it was no longer working properly. The patient developed a corporal aneurysm on the right side several months prior day of replacement. The patient had a good outcome after repairing aneurysm and implanting new system.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. All the components were removed and replaced with a new ipp device. No patient complications were reported in relation to this event. No more information is available at the moment.